Event description:
It was reported the patient had still never had therapeutic effect. The patient was constantly wet and soaked. Stimulation was described as a pinching sensation. The patient experienced discomfort ¿back there¿ that bothered them, especially if they rolled a certain way. Their programmer had been replaced due to being faulty.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had received their new programmer and it the patient¿s programs were set. The patient had a follow-up appointment scheduled.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# unknown, product type: programmer, patient. Product ID: 3889-28, lot# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had not had any therapeutic benefit since implant. The patient was getting no stimulation sensation, but increased the other day to 2.9v on program 1 and felt the stimulation sensation again but it was still not helping therapeutically. They spoke about this with the patient¿s managing health care provider (hcp) and they wanted the patient to change from program 1 to program 2 and increase the amplitude. The patient¿s friend or family member confirmed that they successfully changed to program 2 and the patient felt stimulation comfortably at 1.7v. They would monitor therapeutic effect and discuss with the patient¿s managing hcp at their next appointment on (B)(6) 2014. The next day they thought they set the stimulation at 1.8v, but the patient lost it after about half an hour and couldn¿t feel anything and stopped feeling stimulation again in half an hour. They increased the patient¿s stimulation once more to 2.2v on program 2 and now the patient had stopped feeling stimulation again. This had happened a couple of times now on program 2 and the patient wanted to know if they should have some sort of sensation all the time. The patient was leaking all the time was still going quite often and changing pads quite a bit since implant. They had been keeping a voiding diary and the patient was willing to increase to 2.3v. They wanted to know what the difference was between each of the programs and they started at 1.7v on program 2 when they changed yesterday. The patient was very disappointed because it did work a little bit in the beginning and now it was not working and they were disappointed that it didn¿t continue to work. The changes made in programming had not resolved the patient¿s issues. It was reported the patient still had a loss of therapeutic effect. The patient¿s pulse width had changed from 210 ¿s to 300 ¿s three times on its own. No error code was reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient thought they were using program two, but interrogation showed they were on program one on (B)(6) 2014. On (B)(6) 2014, the device was acting unusual. The pulse width changes were clarified as changing to 240's from 270's and 270's from 300's on (B)(6) 2014, respectively.